Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use states ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2012, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2021, follow-up computed tomographic angiography (cta) reportedly showed enlargement of the aneurysm. The diameter was approximately 7 cm (original measurement not reported). On (B)(6) 2021, no endoleak was confirmed by cta, but the physician reportedly suspected that a distal type I endoleak on the right leg may have occurred and possibly caused the enlargement. On the same day, a reintervention was performed whereby the right internal iliac artery was coil-embolized, and two additional stent grafts were implanted to extend into right external iliac artery. The patient tolerated the procedure.